Event description:
It was reported that the ventilator failed gas supply test, o2 sensor test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed gas supply test, o2 sensor test and pressure transducer test during pre-use check. Our field service engineer investigated the reported ventilator on site. It was noticed that the supply pressure was showing 10 bar. The o2 gas module has been replaced to resolve the reported issue. Despite several reminders, we didn't receive the replaced gas module. Therefore, no root cause can be established. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
Manufacturer's ref. (B)(4).